Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery. Customer reported they had experienced high blood glucose level of 399 mg/dl. Customer reported pump is giving failed battery test, checked alarm history found bad battery, no delivery, ran out of insulin and no power, low battery. Troubleshoot for failed battery test alarm was performed and pump alarmed was not cleared the failed battery test alarm will recur with each new battery inserted. Customer reported contacts are damaged. The insulin pump will not be returned for analysis.